Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11923, related manufacturer reference number: 2017865-2021-11924. It was reported that the patient had a history of unexplained fevers and chills over the past two years. On (B)(6) 2021 a transesophageal echocardiogram was performed and possible vegetation was noted. On (B)(6) 2021, the pacemaker, right ventricular lead, and atrial lead were explanted due to the infection. The source of the infection is unknown, but it was suspected that the leads could be involved. The vegetation was not seen during the explant, but its presence could not denied. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction -h6 - should have been 4310 cause cannot be traced to device instead of 11- conclusion not yet available.